Manufacturer narrative:
The amo field service engineer inspected the phaco machine at the customer location and found a burnt vitrectomy power module fuse. The field service engineer replaced the fuse and verified the vitrectomy function performs as intended. No further information is available.

Event description:
The customer reported a pneumatic vitrectomy error during a vitrectomy procedure. The doctor changed the phacoemulsification machine and was able to complete the procedure successfully with the second machine.